Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on (B)(6) 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint confirmed. Visual evaluation showed the bottom jaw is bend (where the suture goes). Functional testing identified that the test needle could not be deployed, as it hit a blockage within the tube. The most likely cause of the failure is use error due to excessive force on the device.

Event description:
On 5/03/2022 it was reported by a sales representative via sems that an ar-13999mf has a bent top jaw. No patient affect.